Event description:
The following was received via user facility medwatch (B)(4): nursing attempted to assist the patient in respiratory distress with an ambu bag. The ambu bag has a hose that connects to the oxygen supply that comes connected to the bag internally. It was noted that the internal hose was not connected. Another bag was obtained immediately to ventilate the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample received was evaluated according to internal inspection procedures it was observed that the smooth tubing (part no. 58-1831) was detached from the threaded o2 housing. The tubing was dimensionally measured and it was noted that the outer diameter was out of specification (small); however, the dimensions obtained cannot be taken as accurate due to normal deformation that occurs at the time of assembly. In addition, the tubing was reviewed and it was evident that there were no solvent residues. As a result, it was disconnected from the housing. Therefore, the issue reported was confirmed. The device history record for the lot reported and tubing part no. 58-1831 were evaluated for any issues related to the customer report. The product was manufactured, inspected and released in accordance with internal procedures and no issues were observed. The manufacturing process was reviewed and no problems were found related to the issue reported. In addition, 100 random samples were retrieved from the manufacturing warehouse for dimensional evaluation. The samples were found to have the outer diameter within the specification limit. An internal investigation was performed concluding that the tube could get detached from the resuscitator due to an improper assembly, not enough solvent to ensure the bonding, missing solvent, or incorrect solvent used. In order to prevent missing solvent and buffered material, a continuous flow will be implemented. Pictures were added into applicable procedures to clarify handling and testing method for the pull test. A dispenser was designed to add the correct amount of solvent over the tube. It is also indicated how much the tube needs to get inserted into the threaded housing. Moreover, the dispenser will have a minimum mark to indicate when it needs to be re-filled. Carefusion 2200 inc. Post-market surveillance was historically managed by cardinal health via a transitional service agreement from september 1, 2009, through july 1, 2011, since carefusion officially spun off from cardinal health as of september 1, 2009. A retrospective review of all complaints during this timeframe was conducted by the new carefusion customer advocacy clinical team in accordance with internal standard operating procedures and it was determined that this event necessitates submission as a medical device reportable (MDR) in accordance with 21 code of federal regulation (cfr) part 803.